Event description:
The info, printed on the strip vial label, had smeared. Pt noted that the strip vial label may have been exposed to water. Pt's blood glucose was not affected and no treatment was rec'd. A request was made for the return of the suspect product and replacement product was shipped.